Event description:
It is reported that the device was implanted in 2004. Post-op, the femoral component was grossly misaligned on x-ray. The device was revised in 2008. Once the knee was opened, the femoral component was pulled off by hand. There was only fibrous tissue on the porous surface and a portion of the porous material was missing. The articular surface had pieces of metal embedded in the surface.

Manufacturer narrative:
Eval summary: the cause of the problem could not be definitively determined; however, the improper alignment of the devices with the pt's anatomy could have contributed to the loosening of the femoral component. No product or x-rays were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.